Event description:
It was reported that during a gastrectomy procedure, last one third part of staple line had malformed staples. There were no adverse consequence to the pt.

Manufacturer narrative:
D4, 10; h4, 6: info anticipated, but unavailable at this time.